Event description:
It was reported while using bd vacutainer® serum blood collection tubes, a foreign object was found inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received two photos for investigation. The two photos depict a specimen filled tube with white fm on the tube wall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.